Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients gums were bleeding. The bleeding resolved and no treatment was needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-036908, with no further issues reported at this time. The relevant sections of the device history records for mlp-036908 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. B is currently available in south korea. Section 1, ¿introduction,¿ of the north american version of this IFU lists bleeding as an adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.